Event description:
During an internal software r and d qa software testing on a new protocol, an anomaly was found related to a backup safety protection that ensures that anticoagulant (ac) delivered directly to the pt is limited to 0.4 ml in the event of a control software or hardware failure. The defect renders the protection ineffective if a power failure occurs after the pt is connected and the procedure started. This defect is present in all device protocols and therefore is present in all customer machines. Since this incident was discovered on a lab version of software which was not involved in a procedure, there is no associated pt or donor identification or particular machine for this incident.

Manufacturer narrative:
(B)(4). Investigation eval and corrective and preventative actions are in-process. Interim investigation shows that a second anticoagulant (ac) protection exists. It is designed to protect the system against a too low ac ratio condition and also protects against ac directly to the pt. The second protection is not impacted by the newly discovered software anomaly, and so continues to work properly even after a power failure during the procedure. This second protection limits ac directly to the pt, but triggers at a somewhat higher limit of 2ml of ac. Caridianbct has also found no incidents of this failure mode to date occurring in the complaint database or the customer device run data file (rdf) database.